Manufacturer narrative:
As reported, the sorbafix enhanced device failed to fixate the mesh. The subject device is available for evaluation, however, at this time has not been received. Based on the information available and without having the sample to evaluate, no conclusions can be made. When the sample is returned and evaluated, a supplemental emdr will be submitted to document the results. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for successful fastener delivery. The precautions section of the IFU supplied with the device states, ¿if the fastener does not deploy properly, remove the device from the patient and test the device in air to ensure proper fastener deployment. Once proper fastener deployment is confirmed, the device may be reinserted into the patient.¿ addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the sample evaluation results. The subject device was returned for evaluation. Depleted of all fasteners. As such a functional test could not be performed. Evaluation finds a broken trigger gear tooth and deformation on the input clutch gear as a result of extra forces applied to the device as reported. Why the user needed to use excessive force to fire the device and why the device was reported to fail to fixate the mesh cannot be determined. No manufacturing anomalies were found. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : sample evaluated.

Event description:
As reported, during ipom procedure the sorbafix enhanced was used to fixate the ventralight st w/echo. It was reported that when deploying the first fastener the device required extra force to release the fastener. It was also reported that the fasteners were stuck while firing and some of the fasteners were loose. The loose fasteners were removed from patient's body. There were no broken fasteners and the procedure was completed using another non bard/davol fixation device. There was no reported patient injury.

Event description:
As reported, during ipom procedure the sorbafix enhanced was used to fixate the ventralight st w/echo. It was reported that when deploying the first fastener the device required extra force to release the fastener. It was also reported that the fasteners were stuck while firing and some of the fasteners were loose. The loose fasteners were removed from patient's body. There were no broken fasteners and the procedure was completed using another non bard/davol fixation device. There was no reported patient injury.

Manufacturer narrative:
As reported, the sorbafix enhanced device failed to fixate the mesh. The subject device is available for evaluation, however, at this time has not been received. Based on the information available and without having the sample to evaluate, no conclusions can be made. When the sample is returned and evaluated, a supplemental emdr will be submitted to document the results. The instructions-for-use supplied with the device adequately describe the proper technique for successful fastener delivery. The precautions section of the IFU supplied with the device states, ¿if the fastener does not deploy properly, remove the device from the patient and test the device in air to ensure proper fastener deployment. Once proper fastener deployment is confirmed, the device may be reinserted into the patient.¿